Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring had no hole. A new device was used to complete the procedure. There was a procedural delay. There was no harm.

Manufacturer narrative:
Tw ID#(B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected section: d4 expiry date & UDI#; h6-removed 4629. The device was returned to the factory for evaluation on 09/24/2024. An investigation was conducted on 10/03/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device. The cannula and c-ring were observed to be intact. A microscopic inspection was conducted. The endo loophole in the end of the c-ring (metal rod side) was visible. A needle was utilized to test the fabrication and depth of the hole. It was able to partially pass through, but the hole was observed to be occluded by the plastic material of the c-ring and could not pass entirely through. Based on the returned condition of the device and the results of the evaluation, the reported failure "mechanical problem" was confirmed. The lot # 3000406882 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.